Manufacturer narrative:
Follow-up # 1 ¿ (07/10/2014).the patient¿s meter has been returned on 5/27/2014 and evaluated by lifescan product analysis on 6/30/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿234 mg/dl¿ compared to another meter reading of ¿94 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 when the patient received the alleged ¿234 mg/dl,¿ he took his usual oral diabetes medication of glipizide. Reportedly, within 24 hours, the patient had symptoms of feeling dizzy. There was no report of any required hcp treatment to suggest a serious injury at the time of concern. The meter to other meter comparison was performed within 30 minutes of each. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the alleged inaccurate high issue. The patient¿s symptom did not meet lfs criteria of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.